Manufacturer narrative:
Results: cam bracket assembly.

Event description:
It was reported by service report that the zoom will pop out of gear when you hit a bump. No patient involvement or adverse consequences are reported.